Event description:
Probe overheated would not allow the staff to use it. No patient harm. This is the second time in approximately 1 week that this type of event has occurred. Both times, the manufacturer was notified and came on-site to switch out the device. The manufacturer has not provided additional communication/information about the cause of the problem or how it could be avoided. This facility remembers a similar event with another manufacturer's similar product in the past. In that case, the company found something wrong with the device and issued a recall.